Event description:
Black hair was in the sterile packing. Opened another anchor. Device was discarded.

Manufacturer narrative:
The complaint device was not received. However, the picture provided confirms the presence of hair in the sterile packaging. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. A review into the complaints system revealed no other complaint for this lot of devices that were released to distribution. This failure seems like an isolated incident from this lot. Furthermore, since the device was discarded, there is no risk involved. At this point, based on the complaint history for this failure, no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.